Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of product sample. Based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during drain 2 of 5. The hp stated he had disconnected to go to the bathroom and forgot to press stop. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The tsr explained the se 2240 alarm indicates air entered the set up and advised the hp to contact the nurse. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011 product surveillance spoke with the hp who stated he started over with new supplies and resumed therapy. The hp clarified that he believed he caused the alarm by closing the clamp. No patient injury or medical intervention was reported.